Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a low blood glucose event confirmed by fingerstick approximately 30 minutes after onset, following a meal and a meal announcement intended to correct a prior high while using the ilet with fiasp; the patient had been on the system for a couple of months, had a recent fill tubing event with temporary disconnection, and recently started a new insulin. Symptoms included hypoglycemia with readings below 50 and associated low glucose symptoms. Outcomes included low glucose lasting a couple of hours and resolution with oral carbohydrate intake at home without medical assistance. Investigation included troubleshooting and education regarding factors that can contribute to post-correction hypoglycemia during ongoing adaptation, the impact of recent insulin changes, and the effect of delivering insulin while connected after meal announcements. Investigation of this case revealed no device malfunction was identified and the event was consistent with hypoglycemia of unclear cause, potentially related to algorithmic overcorrection after a high during the learning phase and/or changes in insulin therapy. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.